Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation with less than 1 cm of the lumen attached. The remainder of the lumen was not returned. Under magnification the distal end of the lumen appears to be cut. It cannot be determined if this is where the reported leak occurred or if it was cut for some other reason. Without the portion of the lumen that contains the leak the complaint cannot be confirmed and a root cause cannot be determined. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device is import for export only, not sold in the us. UDI not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's bed is wet, nurse looks for the trigger. It becomes apparent that the peripheral cvc is torn apart. Child was asleep, there was no manipulation of the catheter.